Manufacturer narrative:
The hill-rom technician found the brake bar spacer broken causing brake rod to slide out of brake bar on head casters. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake bar spacer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in room 26. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).